Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for unknown indications for use. It was reported that they are having worsening nocturia and loss of efficacy. On (B)(6) 2016 the patient was complaining that their stimulation did not feel right and they were up every hour again not getting any sleep. They were exhausted and irritated. They were reprogrammed and will stay on the new program and only change to a new one if the good sensation leaves again. They also started myrbetrique for frequency. On (B)(6) 2016 they were still not happy with the device, so they adjusted programs again. They were back in the office again on (B)(6) 2016 for more programming. On (B)(6) 2016 further adjustments were made to the programs, however the patient seemed more content with the device. The patient was seen on (B)(6) 2016 and reported that they were only getting 2 hours of sleep before they have to get up to urinate. They were reprogrammed on (B)(6) 2016, but did not see much improvement with night time frequency. They do well during the day, but cannot get more than 2 hours of sleep at night. They are only getting a few days at a time of good results. It was discussed turning the device off for a few days to assess if the device is really helping them or not. They agreed to turn the device off and leave it off for 4 days. If the patient were to notice a drastic change in symptoms then they could turn it back on early. On (B)(6) 2016. They were seen in the office again and thought they had turned the device back on, but never did. During the time the device was off, they had some improvement in symptoms. The night time voids had decreased. The continuous changing of the programs and changing of intensity perhaps overstimulated their bladder. The issue was resolved on (B)(6) 2016.